Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a vitreous cutter not did not cut during a procedure. Two other vitreous cutters were opened and both of them failed to cut also. The surgeon completed the procedure manually. There was no harm to the pt.